Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Unit was reset with correct time/date and monitored for 24 hrs and no time/clock anomaly noted. No cosmetic damage noted.

Event description:
Customer reported being hospitalized for diabetes ketoacidosis. The customer stated she believed her insulin pump's time was reversed. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 800 mg/dl. The customer stated she was displaying symptoms of high blood glucose such as nausea, vomiting, and a urinary tract infection. The customer was treated with an IV of insulin and fluids. The customer also stated she was admitted to the hospital on suspicion of a heart attack. The customer wanted to replace her insulin pump. No additional information provided.